Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not latch) was confirmed. Upon evaluation, the belt connector latches were broken, preventing a secure connection. The root cause of the broken latches is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not securely latch to a test monitor.